Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working altogether when moving from the arm to the leg. They never disconnected or tampered with any of the equipment when making this transition. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working altogether when moving from the arm to the leg. They never disconnected or tampered with any of the equipment when making this transition. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25152539, 25153314, and 25153426 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.